Event description:
The device was returned to the service center for a report from the customer contact that the device alarmed for neg prox occl a non-delivery. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that the regulator close was unseated.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.